Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not meet physician's expectations for longevity and showed intermittent loss of output approximately one year post-implant. The physician was unable to consistently obtain a magnet response or interrogate the device. The pacemaker was explanted and successfully replaced with another ipg.